Event description:
It was reported that the patient had not charged for 2 months. The patient was unable to charge and had poor coupling (0 boxes). The stimulator did not communicate with the programmer or recharger and was stated to be in overdischarge (od). An antenna locate session did not resolve the issue. A physician mode recharge (pmr) was planned. A new recharger was ordered to rule out a recharger issue. It was further reported that the patient had the pmr done the day prior and was sent home to do more sessions. A power on reset (por) was noted. The implant was fully charged, and the patient initially stated she couldn¿t get it to ¿vibrate¿ and she was unable to adjust stimulation. However, the patient then stated she was feeling an overstimulation. The patient was able to start another pmr to stop the overstimulation. The patient was redirected to a company representative. It was further reported the pmrs were successful. Therapy was stated to be great and the device was working as of (B)(6) 2013. A company representative confirmed that an od did occur due to not charging for 2 months. Of note, the patient initially had no stimulation. It was further noted that the patient still had concerns but was working with her physician and/or company representative. An appointment was pending.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).